Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the balloon catheter, the balloon was not inflating correctly and a system notice was received indicating that the balloon inflation pressure was not reached in time., and there was blood in the y connection. The case was completed with cryo. The balloon catheter was replaced to resolve the issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: image files were returned and analyzed. No patient data file or failure data file were received. The two images showed a blood-stained balloon catheter and a system notice 50014 on the consoles screen. In conclusion, the reported visible blood issue is plausible from the image file analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D4 lot number was corrected d4 updated unique identifier (UDI) # product event summary: the data files and the 2af283 catheter with lot number 23161 were returned and analyzed. Image files were returned and analyzed. No patient data file or failure data file were received. The two images showed a blood-stained balloon catheter, and a system notice 50014 on the consoles screen. No anomalies were identified during external visual inspection of the balloon, shaft, and handle segments. The catheter smart chip data was reviewed. Data indicated the catheter was used for 11 applications. However, the catheter usage date recorded on the smart chip 2025-04-07 did not correspond to the event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated. No performance issues were identified. All pressure and flow were in range and the temperature curve had no oscillations or overshoots. In conclusion, the reported visible blood issue is plausible from the image file analysis. The reported issues (inflation issue, blood visible: system notice n/a, system notice #50014 "balloon inflation pressure was not reached in time") were not observed/reproduced with the returned catheter. The catheter passed the returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.